Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day as the onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. On the same day as the hospitalization, the patient received cefazolin (1g/day/intraperitoneally(ip)) and fortum (1g/day/ip) for three days as a treatment for peritonitis. The patient then received tienam (1g/day/ip) and ciprobay (200mg/day/ip) for another two days as treatment for the event. The patient did not respond to peritonitis treatment and four days after the hospitalization, the pd catheter was removed and the patient was transferred to hemodialysis (hd). At the time of this report the patient was not recovered from the peritonitis. No additional information is available.